Manufacturer narrative:
(B)(4). The investigation found the cause of the rem failure to be the unit's rem monitoring system required calibration. The force fx-8c service manual provides a calibration procedure which includes rem. In addition, a test procedure is provided to perform a safety check every 6 months to ensure the generator is functioning properly which includes rem testing. The generator was fully calibrated and testing found it to function normally and within specifications.

Event description:
The customer had reported that the unit failed rem testing. Initial evaluation of the unit found the rem trip point of 135 ohms +/-5 tripped higher than the maximum value of 140 ohms.